Manufacturer narrative:
Correction information for the initial MFR 1220648-2024-23596 was provided in sections d4 for UDI.

Manufacturer narrative:
Correction to follow up report 1 of medical device report 1220648-2024-23596. B1 has been corrected to select adverse event and product problem. H1 has been corrected to reportability type death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 2.5 for mechanical circulatory support. During support, it was discovered that the pump was misplaced in the ascending aorta, it was impossible to reimplant, and the physician decided to explant the device and support the patient with inotropes. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.